Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that ventilator was used in cvicu 220 on patient from or; has passed the pre-use check and leak test. Placed ventilator on patient and was ventilating. About 2-5 minutes later alarms disconnect with a honking sound coming from exhalation valve. Doubled checked spirlog flow sensor in place and pulled exhalation out and placed back in for possible better seal. Vent continues to alarm and making sound, decided to take patient off ventilator because unable to troubleshoot problem. No patient harm.

Manufacturer narrative:
The investigation was based on the reported event and log analysis of the affected v500 device with product serial no. (B)(6), produced in sept. 2017. According to the log analysis, the event was on (B)(6) 2024 around 09:00 pm. The reported device behavior could be traced and was related to a faulty cable harness spirologsensor. The device alarmed as specified and the sound was obvious for the user. No patient health consequences have been reported and nor stop of ventilation. However, the ventilation was disturbed. According to the IFU - the measurement of the expiratory flow is being used for control and monitoring of the ventilation. In case the measurements are adulterated, influence on the ventilation is likely and eventually alarm limits trigger an alarm (volume, leakage). If a fault is detected in the medical device, its life-support functions may no longer be assured. Ventilation of the patient using an independent ventilation device must be started without delay, if necessary, with peep and/or an increased inspiratory o2 concentration (e.g., with a manual resuscitator). The replacement of the cable harness flow sensor is the correct measure. Afterwards the device bneeds to be checked according to manufacturer specs. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that ventilator was used in cvicu 220 on patient from or; has passed the pre-use check and leak test. Placed ventilator on patient and was ventilating. About 2-5 minutes later alarms disconnect with a honking sound coming from exhalation valve. Doubled checked spirlog flow sensor in place and pulled exhalation out and placed back in for possible better seal. Vent continues to alarm and making sound, decided to take patient off ventilator because unable to troubleshoot problem. No patient harm.